Manufacturer narrative:
Findings: no frozen screen or button error alarm noted. Unit time/clock moved. Unit had unresponsive down button due to corroded keypad traces. Unable to perform operating currents, self-test, unexpected alarm error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify back light anomaly due to unresponsive button. No unexpected numbers ramping/scrolling during testing. Unit had severely scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was 156 mg/dl at the time of incident. Customer stated that the insulin pump alarmed button error and the buttons were unresponsive and scrolling without the user's input. Button error troubleshooting was performed and confirmed that time was not advancing even after the battery has been replaced. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.